Event description:
The customer reported that the device, plpro4020, pro surgical smoke evacuation pencil, was being used on (B)(6) 2024 and ¿a full-thickness burn to left patellar region due to a damaged cautery cord making contact with a metal instrument. Burn 5x12mm, wound excised and closed in 3 layers with sutures, dressed based on wound care standards. Cautery tool replaced.¿. Per further assessment it was found that "...the product in question will not be returned because it was disposed of following the procedure, according to protocol at our organization, it is a single-use product. The patient went on to recover well and this incident did not prolong his procedure or hinder his recovery. I can't tell you the specifics of the device or the settings during the procedure because I don't have that information.". An alternate unknown device was used to complete the surgery. This report is being raised due to the reported injury of patient experiencing a full-thickness burn.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Correction: adding annex code b13 for the follow up information that was provided on initial MDR.

Event description:
The customer reported that the device, plpro4020, pro surgical smoke evacuation pencil, was being used on (B)(6) 2024 and ¿a full-thickness burn to left patellar region due to a damaged cautery cord making contact with a metal instrument. Burn 5x12mm, wound excised and closed in 3 layers with sutures, dressed based on wound care standards. Cautery tool replaced.¿ per further assessment it was found that "...the product in question will not be returned because it was disposed of following the procedure, according to protocol at our organization, it is a single-use product. The patient went on to recover well and this incident did not prolong his procedure or hinder his recovery. I can't tell you the specifics of the device or the settings during the procedure because I don't have that information.". An alternate unknown device was used to complete the surgery. This report is being raised due to the reported injury of patient experiencing a full-thickness burn.